Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 4.3, lab: 3.4. Pt's therapeutic range: 2.5 - 3.5 inr. Pt's last 4 test results on the meter prior to the 4.3 inr were all 2.9 inr.